Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The log files analysis confirmed that the software bug (B)(4) caused the reported issue.

Event description:
It was reported that during a surgery the surgeon collided with the robot arm and a communication error occurred. The system needed to be restarted and the case was completed successfully.